Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). An intermacs report was received by the manufacturer which stated: "low flow from vad, eventual stop". Other intervention: "wife hand-pumping to local emergency room where patient expired d/t agonal rhythm".

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.